Manufacturer narrative:
One (1) unit of cusa excel 36khz cem nosecone (c6636) was returned for evaluation: failure analysis: the unopened unit was visually inspected, but the foreign material could not be found. The unit was opened for further evaluation and a dark filament was observed near the seal area; however, it fell-off and we were unable to photograph it. Nevertheless, the complaint is considered confirmed. Root cause: the reported complaint was considered confirmed. A corrective action was initiated and implemented in march 2019 and the evaluation identified opportunities in the nosecones' cleaning process during product packaging that could lead to the possibility of having hidden particles left between the strands of the coiled cables. This device was manufactured prior to the corrective action.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the packaging shop orders and related procedures. The reported condition is unconfirmed. The root cause is undetermined. UDI number: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00080.

Event description:
A distributor reported on behalf of the customer that on (B)(6) 2018, the c6623 cusa excel 23khz cem nosecone was found out to have foreign materials inside the packaging. There was no patient involvement as the problem was discovered upon incoming inspection. Additional information has been requested.